Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had failed in the midst of patient care (medication, programmed amount and delivery rate unknown). It was also stated, " I was moving the pump to a pole for procedure in cat scan, when the pump shutdown and gave me an error message of "improper shutdown." There was no known patient injury or medical intervention associated with this event. No additional information is available.